Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) could not be deployed. The advancer tube was not engaged or visible. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One mynxgrip device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynxgrip vcd. The device was stored and prepped according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an interventional procedure. There was no vessel tortuosity at the puncture femoral site. The user fully shuttled down without encountering significant resistance or applying unusual force during sheath retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) could not be deployed. The advancer tube was not engaged or visible. Manual compression was used for hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vascular closure device (vcd). There were no visible signs of device or packaging damage before use. One mynxgrip device was used for the patient. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynxgrip vcd. The device was stored and prepped according to the instructions for use (IFU). The mynx vascular closure device (vcd) was used during an interventional procedure. There was no vessel tortuosity at the puncture femoral site. The user fully shuttled down without encountering significant resistance or applying unusual force during sheath retraction. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was observed exposed next to the balloon in the proper deployed position, and the advancer tube was also exposed. The sealant sleeve was found fully retracted, while the balloon did not present any abnormal condition. No additional anomalies were observed during this visual analysis. An inflation/deflation functional test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not observed through analysis of the returned device since the advancer tube and sealant were deployed on the catheter. The exact cause of the issue experienced by the customer could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy event reported, especially since the device was received with advancer tube engaged on the catheter with the sealant deployed in the proper deployment position. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though it was reported that the user fully shuttled down), possibly contributed to the issue experienced in the procedure. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the failure reported could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.